Manufacturer narrative:
Report date: 22mar2019. Manufacture: 22mar2019. Method, results, conclusion code. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 22march2019. The customer was advised to replace the central processing unit (cpu) board and was provided with the part number. No parts were returned to philips for failure analysis, therefore, a root cause could not be established.

Event description:
It was reported that the ventilator generated a backup alarm failed error code. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 22mar2019. Information was received that the customer replaced the cpu board to address the issue and the ventilator was returned to use. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.